Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. The customer became sweaty and lost consciousness and had contact with a healthcare professional. Customer was diagnosed with hypoglycemia and was treated with IV glucose infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. The customer became sweaty and lost consciousness and had contact with a healthcare professional. Customer was diagnosed with hypoglycemia and was treated with IV glucose infusion. There was no report of death or permanent injury associated with this event.